Event description:
Broken tooth [tooth fracture] excessive vibrations from toothbrush [device physical property issue]. Case description: a male consumer, age unspecified, reported that he used an oral-b cross action power series pro 2000 and experienced an broken tooth due to excessive vibrations from the toothbrush beginning on an unspecified date in (B)(6) 2014. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
A lot number was not provided by the reporter; therefore, unable to proceed with lot check/batch retain testing. The consumer returned the product and packaging to the store; requesting product from the store.